Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The malfunction alarm was cleared. Subsequently, a minimum fill notification occurred. Reportedly, the customer added more insulin to the cartridge to address the issue. Customer¿s blood glucose level was 97 mg/dl.